Event description:
It was reported the placement of the implantable neurostimulator (ins) was uncomfortable for the patient. The patient¿s healthcare professional (hcp) moved the pocket up. Stimulation was great for the patient. The issue was resolved with the new pocket. The patient status at the time of this report was alive with no injury.

Manufacturer narrative:
Product ID 977a260, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 977a260, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 97740, serial# (B)(4); product type programmer, patient product ID 97754, serial# (B)(4); product type recharger. (B)(4).

Manufacturer narrative:
The conclusion code (B)(4) and the device code (B)(4) no longer apply. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported from the consumer on (B)(6) 2017 that after a while they could hardly sit. Per the patient, their spouse said that the implantable neurostimulator (ins) looked like it was pushing through the skin. The patient reported that the ins had migrated in 2015. The ins pocket site was later revised from their buttock to their upper back.